Manufacturer narrative:
Expiration date (08/2020). Manufacturing date (08/2015). Based on the available information, this event is deemed to be a reportable malfunction. Based on information provided, there is no serious patient injury in this case. A review of the inspection batch record does reveal that there is 0.3% of bent tip and 0.03% of big tip were detected during inspection and the defective parts were rejected and discarded. Review of the assembly work order does not reveal any sign of such defect during the inspection. Review of the incoming lot acceptance log for the original equipment manufacturer (OEM), does not reveal any sign of dimensional failure during incoming inspection upon receipt of the raw material. This batch was considered acceptable at the point of release for use. A previous investigation associated with a non-conformance (nc) has been approved and completed. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. Additional follow-up has been requested but no details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 28, 2016.

Event description:
Complaint received from the end user reporting that the "gentlecath coude-tip red rubber urinary catheters have radically turned up tips that would cause excessive discomfort to use." He states that this has occurred with several different but similar products within the last (3) months. However, it is unknown how many products were used by the end user for lot# 412329r004. No further information was provided.

Manufacturer narrative:
The last three (3) product monitoring reviews (pmrs) were reviewed. A trend was observed for the product category, gentlecath catheters, and the reported malfunction, catheter tip is deformed or incorrect shape, or tip is missing/not formed. Complaint spanning from october 27, 2014 through october 27, 2016 (2 years) was reviewed as it related to reports for the gentlecath catheters. A total of seventeen (17) complaints were reported. No trends for the lot number were observed; however, the issue impacted only two icc codes. No further action is required for investigation of this complaint. A batch record review indicate no discrepancies could be found. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 20, 2017.

Manufacturer narrative:
This supplemental report is being submitted to correct (date received by manufacturer) as 12/29/2016, which was incorrect on the supplemental follow-up report#01 (MFR report# 9611710-2016-00090) submitted on january 20, 2017. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 27, 2017. (B)(4).